Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 356 mg/dl with blurred vision, polyuria and polydipsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient inadvertently changed their settings for their basal and possible other rates. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.